Manufacturer narrative:
(B)(4). - RMA was issued. The device in question was returned for an evaluation and failure confirmation. The complaint was confirmed with respect to the alleged FDA reportable issue of the alarm not properly functioning on the unit.

Event description:
Dealer stated the unit does not have the loss of power alarm.

Event description:
Dealer stated the unit does not have the loss of power alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.